Event description:
A pt was burned by an exposed area on the cord of the cautery pencil device.

Manufacturer narrative:
The incident occurred during a c-section. It was reported that the pen burnt through the drape leaving holes in it. A minor burn to the pt also resulted. A topical ointment was applied and the pt was reported to be doing well. Upon inspection, the account reported they identified an exposed area on the cord that was located approximately 3 feet from the pencil. The cautery pencil is a customer requested component inside a custom pack. The pencil is a valleylab device mfg by covidien. We have had no other similar reports of this nature for this device. The sample was not returned to medline for eval. Instead, the account reported they returned the sample to covidien. Covidien will investigate the incident and determine the need for any corrective action. However, due to the reported pt burn, this medwatch is being filed.